Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. Reportedly the user was in a car accident 2 years ago and he hit his head. Revision surgery is considered however no date has been set for the revision surgery.

Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. Revision surgery is considered however no date has been set for the revision surgery.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.